Manufacturer narrative:
The device was returned to zoll medical canada and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional and stress testing without duplicating the report. An internal inspection found no discrepancies. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that the clinician switched to manual ventilation and obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.